Event description:
The hospital reported that during a coronary artery bypass procedure, the hsk-3038 seal would not load properly as it got stuck in the loading device. The procedure was completed by opening a new kit. The hospital did not report any patient effects. The occurrence date is unknown. The product is returning.

Manufacturer narrative:
Investigation: maquet cardiovascular received the device on (B)(4), 2010. Visual inspection revealed that the seal and delivery device were in the loader, and the plunger was not depressed. There was no evidence of blood on the device. Based upon the received condition of the device, the reported failure "the seal did not load properly" is confirmed. A lot history record review was performed and there was no nonconformance which could have attributed to this failure mode. (B)(4).